Manufacturer narrative:
Received FDA medwatch program report mw5083756. The "serial #" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Alleges chair surged and went left catching the edge of a sidewalk which in turn spun the chair front first into a tree twisting consumers ankle under the footrest and against a stake to the side of a tree. Also, the control knob popped off when the front caster went off the side of the sidewalk.